Event description:
It was reported that the patient had a brain MRI on (B)(6) 2012. One hour after the MRI the patient began having pain that radiated from the pump down her spine. The patient indicated that an MRI is scheduled for (B)(6) 2012 to rule out pump involvement. It was later reported that the post MRI check on (B)(6) 2012 showed that the pump motor resolved itself. It was noted that the pump was implanted in 2006 and the patient was being referred for a replacement. The patient was receiving ¿therapeutic therapy¿ and there were no complaints.

Manufacturer narrative:
(B)(4).